Event description:
It was reported that high pacing impedance and increased capture threshold were observed on the device. Lead damage was suspected but was not confirmed visually. The patient was stable and there were no adverse consequences.